Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg antenna silicone is cut but ipg passes all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008. It was reported on (B)(6) 2008 that the pt was experiencing difficulty charging her ipg. Attempts at charging using a different charger were made with no success. X-rays were taken to confirm that the ipg had not flipped. The ipg was replaced on (B)(6) 2008. Follow up on the pt found that no further issues have been reported. The explanted ipg was returned to ans for eval.